Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated atrial lead procedure inappropriate therapy was delivered. It was believed that the device also hit with cautery and a message displaying "possible hv circuit damage" was observed. A firmware install was performed successfully and all hv features were available. The patient was in stable condition.